Event description:
It was reported by a company representative that her handheld computer had the on/off button broken. Furthermore, the handheld computer would not turn on due to the broken button. The reported handheld computer was returned to the manufacturer and is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.